Event description:
During the firing of a plcr75g reload via a plc75 stapler in a right lobectomy procedure, the anvil of the stapler separated from the housing. This resulted in malformed staples and a partial transection of the tissue. This malfunction was successfully remedied by use of another plc75 and reload. The health of the patient was not adversely affected.

Manufacturer narrative:
Visual examination of the returned plc75 showed that the anvil pull screw was broken. Further investigation showed that a radius feature on the screw was out of spec. The inspection plan for this component has since been changed to include inspection of this feature. Lot number could not be retrieved, so the date of manufacture is not known.